Event description:
It was reported that a patient tried to lower the head of the bed with controls from each siderail and allegedly nothing happened. The patient then tried the controls on the footboard and the head of the bed allegedly fell rapidly. The patient was post surgery and reported that the dressing with staples allegedly pulled causing pain. The event could not be duplicated; however, the bed was replaced and returned for further investigation.

Manufacturer narrative:
The event could not be reproduced; however, the bed was replaced and returned further investigation.